Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that the electrodes were 'digging into the skin, cutting into the skin, resulting in flesh falling off'. The area was reportedly bleeding at one point. The patient used a lotion and follow up indicated that the area was healing, but had scarred.